Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an occlusion alarm occurred. The customer¿s blood glucose was 286-287 mg/dl. The customer cleared the alarm and resumed insulin delivery.